Manufacturer narrative:
The customer¿s report of error code 800.8000 was confirmed through a review of the pcu error and event logs, and recreated during simulation testing. The pcu error log indicated that the error occurred on (B)(6) 2015 at 1:39 pm. At the time of the error one pump module was attached and a basic infusion was running. The log indicates that a flo-stop open alarm occur just prior to the infusion being started. The infusion ran for a little over one hour and ended when the user accessed the channel and pressed the start key. One second after pressing the start key the device recorded the 800.8000 error code in the log. Testing was able to replicate the 800.8000 error condition; generating a flo-stop open alarm then closing the door and rapidly starting the infusion can result in the infusion starting. However, after a subsequent lvp state change such as stopping the infusion, an 800.8000 system error occurs. The 800.8000 error in this case is due to the race condition of starting the infusion on the pcu at the same time as clearing the alarm event on the lvp pump. The error the message on the pcu main screen indicates system error 255-16-275 accompanied by an audio alarm and blinking red arrow. When a system error occurs attached modules continue to infuse at the programmed rate and scroll the message ¿communication error¿. The root cause of the system error has been identified as a software timing issue, when using two hands to operate the pcu and lvp, simultaneously clearing the pump module alarm while starting the infusion.

Event description:
Virtually no information was provided except that the customer has seen a number of 800.8000.0 errors logged in this device and has requested information on what makes the error occur. There is no report of any patient event.